Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2011 during drain cycle 10. The patient's drain volume was 185ml. The programmed fill volume was 140ml. This information meets iipv criteria. Product surveillance contacted the nurse on 05/10/2011. According to the nurse she was aware that the patient was having high ultrafiltrations. However, the nurse stated that everything has been resolved. The patient did not report any symptoms of discomfort. There was no patient injury or medical intervention associated with this event. The patient has been able to resume therapy successfully. No further information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab (pal) evaluated the device and found an increased intra-peritoneal volume (iipv) in the logs. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. The cause was determined to be insufficient drain. One or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.